Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was stuck during usage on the patient which caused the clip not to be uploaded into the applier.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1900572 was manufactured on 06/19/2019 a total of (B)(4) pieces. Lot was released on 06/28/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws as it didn't latch onto the bottom jaw. Another attempt was made with the same result. A buildup of biological material was found in the bottom jaw, which prevented the clips from loading properly. The buildup of biological material was manually removed. On the next attempt, a clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with (B)(4) clips remaining in the channel indicating that (B)(4) clips were fired by the end user. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. Upon functional inspection, it was found that the ratchet ears were broken and the first two clips were unable to load properly into the jaws. A buildup of biological material was found in the bottom jaw. After removal of the buildup of biological material, the remaining clips loaded properly and were successfully applied to over-stressed surgical tubing. The sample was received with (B)(4) clips remaining in the channel indicating that (B)(4) clips were fired by the end user. The broken ratchet can prevent the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Additionally, a buildup of biological material in the bottom jaw can also prevent clips from loading properly. The broken ratchet can prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. CAPA 40010983 has been previously opened to further investigate loading and feeding issues. Additionally, a buildup of biological material in the bottom jaw can also prevent clips from loading properly. When the buildup was removed, the remaining clips were able to fire properly despite the broken ratchet. Reference file (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet can prevent the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The buildup of biological material in the bottom jaw also contributed to loading issues.

Event description:
It was reported that the clip was stuck during usage on the patient which caused the clip not to be uploaded into the applier.